Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal/mid right coronary artery (rca). The lesion was reported to be: an in-stent-restenosis (isr) of a previously implanted non-cordis bare metal stent (bms), 45 mm in length, vessel diameter of 3.5mm, calcified, and type c. The lesion was pre-dilated with a 3.0x10mm balloon at 6 atm. A cypher 3.5x23mm stent was implanted at 12 atm for 40 sec. An additional cypher 3.5x23mm stent was implanted at 12 atm for 40 sec proximal to the first stent in overlapping fashion. The stents were post-dilated with a 3.5x10mm balloon at 16 atm. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was timi 1 and post-procedure timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. This report represents two (2) products with the same catalog and lot number. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that approx 32 months after the index procedure, the pt developed an acute myocardial infarction (ami). Coronary angiography was done and thrombus was observed in the two (2) previously implanted cypher 3.5x23mm stents. Aspiration of the thrombus was conducted. A liberte 3.0mm stent was implanted in the previously implanted cypher stents. The physician's comment regarding a possible cause of the very late thrombosis (vlt) was that it may be due to the pt stopping his antiplatelet therapy (date unk), and that the stent might have been under-dilated.